Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received random erratic results for bun, glucose, calcium and triglyceride on the analytical d module analyzer. Of the data provided, the glucose result was discrepant. The sample was originally run on another modular analyzer and the result was 64 mg/dl with a data flag. The user repeated the sample on this analyzer and received a result of 189 mg/dl. The user then repeated the specimen on another modular analyzer and received a result of 60 mg/dl. No results were verified or reported outside the laboratory. The glucose reagent lot numbers were 62492101 and 61610701. The field service representative suspected the multi-switch valve was not opening and closing well. He disassembled and reassembled the multi switch valve. He performed a reagent flow path wash, air purge check and reagent rinse and prime. To verify the analyzer operation, he performed a mechanism check and quality control. The quality control results were within the customer's documented range.